Manufacturer narrative:
Updated sections d9, h3, and h6- type of investigation, findings, and conclusions. The device was returned for evaluation. Visual examination was performed, and the following were observed: one strut bent approximately 120 degrees on the inflow side near c1. Frame is deformed/canted. Imagery was provided and the following were observed- 3mensio: significant tortuosity of descending aorta. Heavy calcium and atherosclerosis in arch and descending aorta. Femoral arteries good sizing (8.3-14mm). Cine imagery: first image of commander delivery system with uncrimp valve shows valve on crimp balloon with bent tine seen on inflow side. Inflow side of valve appears slightly expanded compared to outflow side. Outflow side of valve is canted and appears to be diving into the flex catheter after valve alignment. Flex catheter appears to slightly buckle which indicates tension in the system. After crossing aortic arch, bent tine is seen on inside curvature. Image shows valve across annulus with bent tine towards the left coronary cusp. Contrast injection does not show any dissection in annulus or aortic arch. Valve deployed well. Unable to see bent tine post deployment. No image of valve post deployment with contrast root injection. Based on the images, bent strut/tine appeared to land towards the left cusp. Tee (intra-procedural): poor overall image quality. No pericardial effusion. Difficult to visualize. No clear hematoma of annulus. No gross dissection seen. Cannot exclude that there is damage that turned into a possible dissection. Tee (post procedure): flap is seen in the posterior view of left coronary sinuses (lcs) and non-coronary sinus (ncs). Dissection appears at inner curvature that extends to the lcs and ncs. The complaint for valve frame damage was confirmed based on returned device and provided imagery. Available information suggests patient factors (tortuosity, calcification) and/or procedural factors (excessive manipulation/high push force) likely contributed to the event as tortuosity and calcification were present in the patient's access vasculature. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the vascular dissection cannot be confirmed, however, may be related to patient factors and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the difficulty advancing the delivery system through the sheath, resulting in thv interacting with tissue surrounding target location leading to tissue damage over time resulting in additional surgical intervention. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist (fcs), following implantation of a 26mm sapien 3 ultra valve with a bent tine, the patient expired. The 26mm sapien 3 ultra valve, commander delivery system, and 14fr esheath+ were prepared per IFU by staff. The esheath was inserted into the right transfemoral artery after dilatation of the vessel using the provided 16fr dilator. The physician inserted the valve and delivery system into the 14fr esheath with some resistance being noted. The loader was all the way advanced into the sheath prior to advancing valve. The physicians moved to align the valve onto the balloon, and it was noted that there was a bent tine. Discussion was to move forward with implant due to one previous experience where the valve and system was removed and caused vascular complication. The physicians advanced system up the aorta, over the arch to the native valve. Crossing the native valve with the system was difficult. The fcs had the physician bring the system above the native valve, provide all flex on system, then re-advance. System crossed native valve with resistance. Team prepared for valve deployment, then valve deployment was completed. Post echo showed a good result with no pvl, mg 3, and about an 80/20 deployment. The delivery system was removed, esheath was removed, and case was completed without issue. Patient status was stable in recovery. The patient expired that night. Bedside echo noted tamponade. Imaging review of post-op echo (tee) shows a clear type a aortic dissection extended to the aortic root. Per received records, after the transcatheter aortic valve replacement procedure, the patient complained of chest pain with nausea. The patient was unresponsive and rapid response team (rrt) was called. Code blue called and cardiopulmonary resuscitation was initiated. Return of spontaneous circulation (rosc) was achieved. The patient was intubated. Beside echocardiogram showed significant pericardial effusion. An emergent bedside sub-xiphoid pericardial window was created, and the patient transferred to operating room. Transesophageal echocardiogram done in operating room showed dissection flap at the root of the aorta and the ascending aorta. Patient underwent repair of acute type a dissection with explant of tavr valve, bentall procedure, aortic valve replacement with a 23mm inspiris valve, aortic root replacement with 26mm valsalva graft, reimplantation of coronary artery buttons, replacement of ascending aorta, and massive transfusion protocol. Findings were a dissection that involved the entire root of the aorta down to the level of the aortic annulus and involving all 3 sinuses. After release of cross clamp, the heart began to re-perfuse. Significant bleeding was noted. Once bleeding was adequately controlled, attempted weaning from cardiopulmonary bypass, however the right ventricle function was very poor despite maximum support from pressors and inotropes. The patient had a cardiac arrest after weaning from cardiopulmonary bypass due to heart failure.

Manufacturer narrative:
User facility report number (B)(4).

Event description:
As reported by the edwards field clinical specialist (fcs), following implantation of a 26mm sapien 3 ultra valve with a bent tine, the patient expired. The 26mm sapien 3 ultra valve, commander delivery system, and 14fr esheath+ were prepared per IFU by staff. The esheath was inserted into the right transfemoral artery after dilatation of the vessel using the provided 16fr dilator. The physician inserted the valve and delivery system into the 14fr esheath with some resistance being noted. The loader was all the way advanced into the sheath prior to advancing valve. The physicians moved to align the valve onto the balloon, and it was noted that there was a bent tine. Discussion was to move forward with implant due to one previous experience where the valve and system was removed and caused vascular complication. The physicians advanced system up the aorta, over the arch to the native valve. Crossing the native valve with the system was difficult. The fcs had the physician bring the system above the native valve, provide all flex on system, then re-advance. System crossed native valve with resistance. Team prepared for valve deployment, then valve deployment was completed. Post echo showed a good result with no paravalvular leak, mean gradient of 3, and about an 80/20 deployment. The delivery system was removed, esheath was removed, and case was completed without issue. Patient status was stable in recovery. The patient expired that night. Bedside echo noted tamponade. Imaging review of post-op echo (tee) shows a clear type a aortic dissection extended to the aortic root.

Manufacturer narrative:
Investigation is ongoing.